Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, this device was determined to be not reportable. This event involves a tm reverse construct, and a tray is not used in this shoulder system.the initial report was forwarded in error and should be voided.

Event description:
It was reported that patient was revised approximately two years post-implantation due to shoulder dislocation, loosening of the poly and tray, disassociation of the taper adapter and baseplate, wear of the poly, and metallosis. X-rays were provided and reviewed by a healthcare professional. It was noted that there is also regional soft tissue swelling and bone quality is osteopenic. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00605; 0001822565-2023-00606; 0001822565-2023-00607; 0001822565-2023-00608. Device product code - phx. Patient was implanted on an unknown date in 2021. Concomitant medical product(s): item# 00434904011; lot# unknown; item# 00434906606; lot# unknown; item# unknown baseplate; lot# unknown; item# unknown taper adapter; lot# unknown. Initial report source: foreign - event occurred in belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.